Manufacturer narrative:
The printed box labeling indicates that the product has a super strength adhesive and is not intended for use on delicate or sensitive skin. The customer confirmed that she did not read the back of the box.

Event description:
On (B)(6) 2015 - the consumer alleged that the device pulled her skin off underneath left arm below the breast.